Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a high blood glucose reading of 411 mg/dl. The customer treated with a manual injection. She complained of queasiness, fatigue, and feeling like she wanted to sleep. Upon troubleshooting, it was found that insulin did exit from the tubing during a manual prime and no leak was noted. Unable to complete troubleshoot due to lack of tubing clamps. Advised that the tubing clamp would be sent for completion of troubleshoot. Advised the customer to change the entire infusion set, reservoir, and insulin. Nothing further reported.